Manufacturer narrative:
This report is submitted on december 7, 2021.

Event description:
Per the clinic, the patient experienced an infection at the wound site and a dehiscence of the wound. The infection was treated with oral and topical antibiotics. The implant remains in-situ.